Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / the coils punctured my uterus and cervix/migration of implant / migration of essure device location of device: uterus'), device breakage ('device breakage') and fallopian tube perforation ('perforation (fallopian tube(s)) / the coils punctured my fallopian tubes') in a 30-year-old female patient who had essure (batch no. 623214) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, condyloma acuminatum, perineal injury, panic attacks, hyperhidrosis and vitamin d deficiency. Concurrent conditions included dizziness, hemianaesthesia, nauseous, right upper quadrant pain, gardnerella test positive, bloating, uterine pain, adenomyosis and paratubal cyst. Concomitant products included alprazolam (xanax) from 2010 to 2015, escitalopram oxalate (lexapro) from 2010 to 2013 and sertraline hydrochloride (zoloft) since 2010. In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one)weight gain") and experienced abdominal pain lower ("cramping / rlq pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), dermatitis allergic ("rashes or skin conditions type: rashes on my abdomen and thighs / allergies"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"), 4 years 5 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge"), dysgeusia ("metal taste") and procedural pain ("right side could not be placed. He tried to place the left side and it was very painful and then he tried to place the right again and it was severely painful"). The patient was treated with rizatriptan benzoate (maxalt) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, fatigue, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, constipation, depression and procedural pain outcome was unknown, the weight increased, abdominal pain lower, dermatitis allergic, gastrooesophageal reflux disease and dysgeusia had resolved and the anxiety was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, constipation, depression, dermatitis allergic, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, procedural pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2009. Current weight: 191 lbs. Patient had done pregnancy test: negative on (B)(6) 2008. Essure device within the tube showing 3-8 coils trailing. Essure micro-insert placed on both sides. Discrepancy noted essure insertion date. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, anxiety, abdominal pain lower, migraines, fatigue, dysmenorrhea, dyspareunia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / the coils punctured my uterus and cervix/migration of implant / migration of essure device location of device: uterus"), device breakage ("device breakage") and fallopian tube perforation ("perforation (fallopian tube(s)) / the coils punctured my fallopian tubes") in a 30-year-old female patient who had essure (batch no. 623214) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, condyloma acuminatum, perineal injury, panic attacks, hyperhidrosis and vitamin d deficiency. Concurrent conditions included dizziness, hemianaesthesia, nauseous, right upper quadrant pain, gardnerella test positive, bloating, uterine pain, adenomyosis and paratubal cyst. Concomitant products included alprazolam (xanax) from 2010 to 2015, escitalopram oxalate (lexapro) from 2010 to 2013 and sertraline hydrochloride (zoloft) since 2010. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient was found to have weight increased ("weight gain / loss (specify which one)weight gain") and experienced abdominal pain lower ("cramping / rlq pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions type: rashes on my abdomen and thighs / allergies"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), constipation ("gastrointestinal or digestive system condition type: constipation") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In (B)(6) 2009, the patient experienced anxiety ("anxiety / psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"), 5 years 5 months after insertion of essure. On an unknown date, the patient experienced dysgeusia ("metal taste") and procedural pain ("right side could not be placed. He tried to place the left side and it was very painful and then he tried to place the right again and it was severely painful"). The patient was treated with rizatriptan benzoate (maxalt) and surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, fallopian tube perforation, fatigue, dyspareunia, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, constipation, depression and procedural pain outcome was unknown, the weight increased, abdominal pain lower, rash, gastrooesophageal reflux disease and dysgeusia had resolved and the anxiety was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, constipation, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrooesophageal reflux disease, headache, menorrhagia, migraine, nausea, procedural pain, rash, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2009. Current weight: 191 lbs. Patient had done pregnancy test: negative on (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, anxiety, abdominal pain lower, migraines, fatigue, dysmenorrhea, dyspareunia, depression. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received: lot number was added. Events: vaginal hemorrhage, menorrhagia, anxiety; rash, migraines, headaches, device expulsion, nausea, device breakage; nickel allergy; dysmenorrhea, dyspareunia, vaginal discharge, fallopian tube perforation, fatigue, uterine perforation, weight gain, constipation, gerd, depression, dysgeusia, procedural pain were added. Event onset date and outcomes were updated. Reporters were added. Concomitant conditions and drugs were added. Plaintiffs demographic conditions were added. Reporter causality comments were added. Lab data were added.migration of implant / migration of essure device location of device: uterus is clubbed with uterine perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), abdominal pain lower ("cramping"), dyspareunia ("painful intercourse") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed in 2013. At the time of the report, the device dislocation, anxiety, abdominal pain lower, dyspareunia and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, anxiety, device dislocation, dyspareunia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.